Manufacturer narrative:
(B)(4). Damaged release button . The analysis found that one ple60a device was received for analysis with no cartridge reload present. Furthermore, the device was found to have the clamping mechanism damaged. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the fifth firing of the device the jaw would not lock in place; the jaws would not stay closed. The case was completed with another device of the same product code. There were no patient consequences reported.